Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a follow up that there was a type iii endoleak, separation. The ipsilateral limb stent graft had become separated from the bifurcate stent graft. The physicians elected to implant and endurant limb to bridge the two devices and the endoleak was resolved. Per the physicians the cause of the type iii separation endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of CT¿ 39 months post-implant revealed that an endurant stent graft system was implanted in the patient. Films were non-contrast, therefore measurements were approximate and any endoleak and stent graft/vessel patency assessment could not be performed. The bifurcate was positioned just below the renals; the stent graft proximal od measured 30mm. Within the distal aaa sac/proximal rcia, a stent graft disconnection was observed between the bifurcate ipsi limb and the ipsi limb extension positioned within the right external iliac artery. The distal stent graft diameter of the bifurcate limb measured 17mm, and the proximal diameter of the detached ipsi limb extension measured 17mm. On the left side, the contra limb and limb extensions are positioned into the left iliac. There are 2 parallel grafts in the contra limb. One of the parallel grafts goes into the left hypo and the other into the left external iliac. The max diameter aaa measured 6cm and the diameter of the aneurysmal rcia measured 3.4cm. No other obvious issues were o bserved. Review of angio images during an intervention revealed that the ipsi limb extension on the right side had detached from the bifurcate ipsi limb; there was 3 ¿ 3.5cm of separation between the limbs and a type iii junctional endoleak was visible. The stent graft limbs were patent proximal and distal to the separation. On the left side, the left iliac limbs (parallel grafts) were also patent. The next images showed that an endurant limb was implanted across the detached limb, and the type iii junctional endoleak was resolved, and the limbs were patent. Images above the bifurcate gate were not seen in the films. No other stent graft issues were observed. The cause of the limb detachment could not be determined from the images provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The amount of overlap at implant is also unknown. It is possible that disease progression and aneurysms morphology changes, with possible limb angulation changes between the two limbs, may have contributed to the detachment of the limbs within the unsupported section of the aneurysmal aaa and rcia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.